Event description:
It was reported that the surgilav plus handpiece set with multi-orifice tip and soft cone splash shield was being used in a procedure when it was observed that the sheath of the tip was broken. It was confirmed that no fragments of the tip fell into the surgical site. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the surgilav plus handpiece set with multi-orifice tip and soft cone splash shield was being used in a procedure when it was observed that the sheath of the tip was broken. It was confirmed that no fragments of the tip fell into the surgical site. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. A definite root cause could not be determined.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer for evaluation.